Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, ¿inadequate range of motion due to improper selection or positioning of components.¿

Event description:
It was reported that patient underwent a right unicompartmental knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to excessive scar tissue causing catching in the medial compartment. During the procedure, scar tissue was removed and the polyethylene tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made.